Manufacturer narrative:
Corrections: a1 - patient identifier: (B)(6). A3a - sex: male b3 - date of event: 11/9/2024 b5 - describe event or problem: edited based on new information provided by the customer new information was provided by the customer on (B)(6) 2024 that the patient is male. As a result, this previously reported event is now not reportable. A supplemental report will be submitted if new information deems the event reportable.

Event description:
The customer reported a false positive result with a determine hiv 1/2 ag/ab combo test performed on (B)(6) 2024. Confirmatory testing was performed (brand and date unknown) and the result returned negative. Patient was a male with no antiretroviral treatment given. No additional patient information, including treatment and outcome were provided.

Manufacturer narrative:
B3: date of event: the date provided is an estimation as the actual event date could not be obtained. The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Event description:
The customer reported a false positive result with a determine hiv 1/2 ag/ab combo test performed on an unknown date. Confirmatory testing was performed (brand and date unknown) and the result returned negative. Although requested, no patient information, including demographics, treatment, and outcome were provided.